Event description:
It was reported that a tasp fractured. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2022-00887. Medical product: tibial articular surface provisional right size ef item# 42527000515, lot# 63681980. The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Verified item lot combination and reviewed manufacturing date as returned item # 42527000505 lot # 63743436 exhibits signs of repeated use and the medial side of the tasp feature has fractured off all pieces were returned reference attached photographs. Receiving inspection report for item # 42527050505 lots # 80790807 and # 80790835 were reviewed for deviations and/ or anomalies with no anomalies/ deviations identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.